Event description:
Patient reports fracture of the retaining ring. Medical records were requested and received. The revision operative report indicated that the patient was revised on multiple occasions to address chronic dislocation. On (B)(6) 2011, it was noted intraoperatively that the ring was off the liner. On (B)(6) 2012, it was noted that the patient broke the ring in his constrained hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: a second constraining ring component has been provided for examination. Examination of the returned constraining ring component finds nothing outward to indicate product error. The product/lot combination of the liner this ring was distributed with was not provided and therefore a review of the device history record and a complaint database search is not possible. It is reported that another failure has occurred but that ring component was not returned and product/lot information if known by the complainant was not provided. The investigation could not draw any conclusions regarding the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned constraining ring confirms a fracture to the material as reported. A review of the device history records finds no related deviations or anomalies. A complaint database search finds no other reported incidents against the liner or the known femoral heads product and lot combinations since their release for distribution. There is evidence of impingement on the returned device. Impingement damage is also reported in the provided patient medical record. Impingement of the femoral stem against the liner and constraining ring while in-situ would place unexpected and unintended pressures on the material. The investigation is unable to conclusively determine the root cause. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.